Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial lead had noise which was reproducible in the clinic with manuvers. The lead was capped and rep laced. No patient complications have been reported as a result of this event.